Manufacturer narrative:
Covidien reference # : (B)(4). This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a percutaneous lung ablation one ca15l1 was opened. Prior to insert they primed the tubing and everything looked ok, with settings at 75w 7 min. After 4 minutes the system stopped with the warning of antenna temperature limit exceeded. All connections and tubing's were checked and tried to restart the system, but the same warning was still showing and the system shuts off after 2-3 sec. They tried to change the saline bag but got the same message. They decided to end the treatment after looking at CT scans showing the lesion was adequately treated. Follow up CT in 4-6 weeks will show the outcome.